Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. In addition, it was reported that the graftmaster was advanced into a smaller 2.25 mm vessel. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, after a recent stenting procedure, the patient presented emergently with acute chest pain, elevated troponin level, aortic valve stenosis, acute coronary syndrome, an ischemic electrocardiogram, and was on dialysis. A free perforation in the 2.25mm diameter 2nd diagonal coronary artery was discovered. As the patient was bleeding out, an attempt was made to advance a 2.8x16 rx graftmaster covered stent system over an unspecified guide wire with a plan to deploy this stent at low pressure to accommodate the smaller vessel size. However, the graftmaster was unable to cross the perforated, occluded vessel due the small vessel size. While withdrawing the undeployed graftmaster, it became stuck on the guide wire (could not be advanced or retracted), thus, both devices were withdrawn as a single unit. No other devices issues occured with the graftmaster. The vessel was re-wired and the perforation was crossed with a smaller unspecified balloon. The balloon was inflated to tamponade the bleeding until the cardiovascular surgeon arrived. The patient then went to surgery for emergency coronary artery bypass graft (CABG); the bleeding was stopped and bypass was successful. Two days later ((B)(6) 2016), while in the intensive care unit, the patient expired due to septic shock, cardiogenic shock, and respiratory failure in addition to aforementioned pre-existing co-morbidities. Reportedly, use of the graftmaster did not cause or contribute to complications or adverse events or to patient death; patient health decline reportedly began prior to use of the graftmaster. No additional information was provided.